Event description:
Health care professional reports a leak to the outside of the dialyzer near the venous header. No crack on the header was noted. However, the health care professional did not look closely at the sample. Health care professional reports reuse # (17). Leak noted during reprocessing on renetron. Health care professional reports no pt injury.